Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seals not intact. Top case cracked at front left corner and at handle. Right plunger case cracked at top surface. Left plunger case alignment prongs broken. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. Also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device. The following actions were taken: replaced main pcb due to optical sensor not working as it should. Calibrated device. Additional repairs included: replaced both plunger cases, power ac cable-recept, and top case due to crack. Replaced position pot, worm coupling, worm gear, stepper motor, motor mount, lead screw, carriage, and both clutches due to normal wear. Added missing cable guard. Device functional tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.